Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 50-60 mg/dl. Bg was addressed by the customer reducing the basal rate, drinking juice, eating snacks, and on one night taking the pump off. The cause of bg was unknown.